Event description:
The patient received an impedance trigger alert. X-ray showed what appeared to be an insulation anomaly at the proximal end of the lead. The lead remains implanted and will be replaced at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.